Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and showed that medium alarm was displayed and acknowledged for "cannot start pump" in history. During analysis the reported problem was duplicated, and the cause was noted to be a faulty air in line sensor. Service recommended replacing the air in line sensor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "air-in line" error. It was also reported that the error message would not go away even after the pump was brought back in for retesting and sent out to a new patient. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.